Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test.

Event description:
It was reported that the insulin pump had a motor error alarm while a MRI was taken. No further information was provided.